Manufacturer narrative:
(B)(4). Review of the device logs revealed difficulty of increased intraperitoneal volume (iipv) which occurred on (B)(6) 2011 during cycle 4 when the user drained out 3234 ml which met iipv criteria. The device was determined to meet specifications relative to the additional iipv identified during device log review. The cause of the additional difficulties of iipvs adult encountered in the device logs was determined to be insufficient drain- use error, tidal uf removal set too low (at 0ml). No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the reported difficulty. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the therapy logs: (B)(6) 2011 at 07:44:16 with drain volume of 3234 ml during cycle 4. The fill volume is 1800 ml.